Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/29/2025, it was reported by a sales representative via email that an ar-1588btb-2j tightrope ii btb wouldn¿t stay cinched. The implant was left in the patient. This was discovered during a procedure on (B)(6) 2025. Additional information was received via email on 11/11/2025: the case was completed using an ar-4020c-09 fastthread biocomposite interference screw. The sales representative was unable to confirm whether the case was delayed or if additional anesthesia was required.